Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Event description:
During the onyx injection, it was reported onyx leaked from between the middle and distal part of the catheter after approximately 0.5ml of onyx was injected. No further information was available.no patient injury was reported as a result of the procedure.same event as MDR# 2029214-2014-00333.